Manufacturer narrative:
Investigation summary: it has been received 3 used samples of 20ll (bulk) for investigation. Upon visual inspection of these 3 samples, it can be observed leakage past stopper ribs. No damage or molding defect can be observed in any of the syringes that could have caused leakage and the stopper is correctly assembled to the plunger in all of them. DHR of lot 1803352 has been reviewed not finding any annotation or deviation regarding the alleged defect. No retained samples can be evaluated since there are not retained samples available for bulk references. Leak test according to iso-7886-1 annex d cannot be done with sample received since syringes are single and since it has been used, results for this functional characteristic could not be reliable. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection. Molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2.functional inspection. Printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. According to visual inspection and DHR review no manufacturing defect has been found in samples received so, the root cause of the leakage cannot be determined. The probable root cause is a misuse by user.

Event description:
It was reported that the bd plastipak¿ non-sterile luer-lok syringes were leaking. This occurred on 4 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ non-sterile luer-lok syringes were leaking.